Event description:
It was reported that device produced straight shots. This was observed found during pre-test.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusions can be drawn at this time. We will submit a follow up report when evaluation has been completed.